Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing instances of high and low blood glucose (bg) levels (value not provided). Reportedly, customer required assistance from son to treat bg levels. No additional information was provided.